Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000116985.

Event description:
It was reported that the patient was experiencing ineffective therapy. A lead diagnostic confirmed high impedances on one lead. The ipg was also reported to be inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the lead was explanted and ipg was replaced to address the issue. It is unknown which lead had high impedances.